Event description:
The following has been reported: systematic air bubble with alarm despite 2 changes of tubing and bag. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event (only on a cracked air sensor found during manufacture (therefore valid for obfs) device history log was reviewed. Several air detection alarms related to the reported event were found. "The reported device was received in brézins for investigation. Nothing was noticed during external visual check. Several tests were carried out, and the reported event was partially reproduced. Therefore, the quality control certificate wasn't compliant. Nothing was noticed during internal visual check. Therefore this complaint was confirmed and the root cause is a defective air sensor. Please be informed that an internal CAPA was open to address the subject of ""defective air sensor"". To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action.